Event description:
Same case as MFR# 2134265-2010-05394, 2134265-2010-05395. It was reported that during an unspecified percutaneous intervention procedure a vessel dissection occurred. The target lesion was located in the severely tortuous left internal mammary artery (lima). The physician attempted to advance a "couple" of unspecified guide wires to the lima but they were unable to cross the lesion. A kinetix guide wire and a 6f runway guide catheter were then advanced to the lesion along with a 2.50x12mm apex balloon catheter. After the devices were advanced it was noted that a vessel dissection occurred. The patient was sent surgery for treatment of the dissection. No additional patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).